Event description:
Programming settings were provided. Battery life calculation was performed. Based on the updated settings, the ipg battery appears to be depleting as expected. No additional relevant information has been received.

Event description:
Generator product analysis was approved. Other than a test anomaly existing in pa only which is due to the electrical test software used in pa lab and not considered a failure, there were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Event description:
The device has been received into product analysis which is underway but not yet completed. No other relevant information has been received to date.

Event description:
Generator replacement was performed. The explanted generator has not been received to date. No additional relevant information has been received.

Event description:
Per the physician, the generator did not last as long as expected. No additional relevant information has been received.